Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they needed to have the therapy reprogrammed.  Agent asked the patient when they noticed that the therapy wasn't working as intended and patient stated that from the day after their surgery, there was so much confusion that they didn't expect that it wasn't going to work.  Patient then said that it had been a week or so, maybe two weeks ago that they noticed the therapy was not working as they intended it to. Patient mentioned that they had a lot of stimulation that felt like electricity running in their feet and knees, but patient said that the stimulation didn't need to cover those areas. Patient also said that they were having pain in their upper right thigh in one spot, but the pain would be in the upper back and not in the lower back where the surgery was. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that post implant, it was hard for them to separate post surgery pain from any other pain. They were trying to increase stimulation levels to differentiate the pain. Therefore, they had the stimulation too high, and felt the electrical feeling. Once stimulation was adjusted, they came to understand that they don't have to feel the stimulation to have it help them. They now leave it on #2 on setting, and are doing much better.